Event description:
It was reported that there was myopotential noise oversensed during exercise that caused the implantable cardioverter defibrillator (ICD) to exhibit inappropriate shocks and inappropriate anti-tachycardia pacing (atp). The ICD remains in service. No additional adverse patient effects were reported.